Manufacturer narrative:
Explant date: (B)(6) 2017. Model number/catalog number: sc-2218-70, serial number: .(B)(4), batch/lot number: 14631067, model/catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocks as the leads were broken due to the scar tissue. The patient underwent an explant procedure.